Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Without the return of the products, no definitive conclusion can be made regarding the clinical observation. Other relevant device(s) are: product ID: 690r32, serial/lot #: (B)(4), ubd: 21-apr-2021 UDI#: (B)(4), PMA/510k #: k101212. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight days post implant of this annuloplasty ring and annuloplasty band, a permanent pacemaker was implanted due to complete heart block. No additional adverse patient effects were reported.